Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that leak at soft silicone portion that goes into pump.

Event description:
Additional info: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. A. No harm, event occurred and reached patient. 2. Can you please provide the lot number associated with reported issue? A. Lot was not documented. Failure happened after packaging was thrown out. 3. Total number of occurrences? A. 1 4. Sample available is mentioned as yes, are you able to provide the address of the facility for us to ship the return label? 5. Was this is chemotherapy drug? A. No.

Manufacturer narrative:
It was reported by the customer that leak at soft silicone portion that goes into pump. One sample was received for quality evaluation. Visual inspection was conducted, and no damages or abnormalities were identified. The infusion set was primed, and a leak was identified in the silicone tubing at the lower pumping segment fitting. Further examination under magnification shows that there is a hole in the silicone tubing. The customer complaint of leakage was confirmed. The investigation was forwarded to the manufacturing team to determine a possible root cause. After the investigation, no potential causes were found related to this failure mode and additionally, the customer did not specify if the failure mode was found during the priming or during the use. Due to this, the root cause could not be determined. No corrective or preventive actions were determined for this complaint since the root cause could not be determined. A device history record review for model: 2420-0007, lot number: 24085303, 24085405, 24095424 and 24095425 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.